Event description:
It was reported that the black head of an impactor broke during a procedure. During intraoperative use, the impactor head fractured. The event occurred during an unspecified procedure; no additional details regarding the circumstances or environmental factors were provided. No additional intraoperative interventions were reported as required due to the breakage. There were no known impacts or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the netherlands. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information and no further information has been provided. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of pictures. Visual examination of the provided photos identified the impactor pad has fractured. Due to the quality of the photos, further analysis of the fracture could not be performed. The device history record was not reviewed due to lack of lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.